Event description:
It was reported the insulin pump alarmed motor position encoder error during rewind. Customer's blood glucose was 32.98 mmol/l. The insulin pump was not dropped or bumped. The device was not exposed to an MRI. No further info reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with stuck motor error alarm loop during bolus. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during out testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. Unable to verify for motor position encoder error alarm due to over written pump history. The device was received with minor scratched display window, cracked battery tube threads and missing end cap sticker. The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.